Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: a review of the black box showed loss of prime warnings had occurred. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no errors, alarms, or warnings. The pump was exercised for 24 hours with no issues occurring. The pump cover was removed and the force sensor resistance measurement was found to be within required specifications. There were no defects found to the force sensor circuit. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration.